Manufacturer narrative:
This device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was implanted in 2015 and the device displayed 73% battery in (B)(6) 2018. After approximately six months device had depleted to 12% battery remaining. Subsequently the device was explanted due to premature battery depletion and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Residual gas analysis indicated a higher percentage of hydrogen gas than normal inside the pg case. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
This supplemental report is being filled to include device analysis information.